Event description:
I am using the (dexcom g7) follow app for my son. Urgent low notifications were not sounding while my android phone was on do not disturb, even though my do not disturb setting is set to always allow notifications from the follow app.